Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. During interrogation the right ventricular lead exhibited no capture and high capture thresholds. The physician diagnosed the issue as a perforation. The lead was explanted and replaced. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
Correction: the awareness date in the initial report should have been (B)(6) 2018 rather than (B)(6) 2018.